Event description:
Caller states that she rec'd a result of 99mg/dl on the device, but had low blood glucose symptoms. She reports eating and feeling better. Caller noted that sometimes the strip is exposed more than 3 minutes prior to using for a test. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.